Event description:
A medtronic representative reported a cranial surgery, where the navigation was accurate, however, the surgeon missed the tumor by approx 2mm. The surgeon opted to stop the procedure, and reschedule a second surgery to complete. This necessitated a revision surgery. The revision surgery resulted in removal of the tumor. No further impact to pt. No allegation of deficiency of medtronic product.

Manufacturer narrative:
Pt age and gender not available at time of this report. The device has not been returned to the manufacturer so no eval has been performed, however, it was determined to be accurate by the surgeon during the procedure.